Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, a patient in united arab emirates underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2022, the patient experienced yellowish discharge from the stoma and was treated with curam 1 gm for seven days. A culture was sent in the laboratory and the patient left the hospital in stable condition.